Event description:
It was reported to boston scientific corporation that a captiflex standard oval snare was used during a colonoscopy procedure on (B)(6), 2010. According to the complainant, while attempting to retract the snare loop around a polyp, the cannula within the handle detached; they were unable to close the snare loop. The snare loop was removed from around the polyp and the physician used a pair of forceps to grab the handle cannula and retract the snare. This snare was removed from the scope and another captiflex standard oval snare was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
An evaluation of the returned product found that the device could no longer retract due to the detached cannula within the handle. All measurements taken of the device were found to be within specification. The condition of the returned device was consistent with the complaint of difficulties retracting; the complaint was confirmed. The most probable root cause was improper assembly of the handle and handle cannula. There is a corrective action in place which is in an implementation phase. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a captiflex standard oval snare was used during a colonoscopy procedure on (B)(6), 2010. According to the complainant, while attempting to retract the snare loop around a polyp, the cannula within the handle detached; they were unable to close the snare loop. The snare loop was removed from around the polyp and the physician used a pair of forceps to grab the handle cannula and retract the snare. This snare was removed from the scope and another captiflex standard oval snare was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.